Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluating the instrument and instrument data, the fse could not find an instrument malfunction. The customer reran all patient samples for calcium for one day, and there were no other discordant results. The cause of the discordant, falsely low calcium result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low calcium result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was rerun, and the correct result was reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely low calcium result.